Event description:
Consumer complaint of blood result reading of "hi." Customer normally reads about 235 mg/dl. Last 5 blood results in memory: hi, hi, 597 mg/dl, 163 mg/dl, and 359 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).